Event description:
When the physician advanced the angioguard guidewire through the lesion and deployed, the patient experienced right side paralysis and facial droop. The angioguard was then removed from the patient and the procedure was aborted. The patient is a male. The patient is asymptomatic with severe recurrent left internal carotid artery stenosis. The patient has a history of hyperlipidemia and smoking. The patient was enrolled in a sapphire study for carotid stenting, and the index procedure was performed in 2007. The physician made access in the right femoral artery and inserted a 5 fr. Sheath. A .035 guidewire was inserted and a diagnostic pigtail catheter was advanced into the aortic arch. An arch aortogram was performed. The physician removed the pigtail catheter and inserted a sims 1 selective catheter to perform a selective left carotid and common carotid angiograms with cervical and intercranial views. The angiogram showed a severe 89% stenosis of the left internal carotid artery. When the angiograms were completed, the patient was given 5000u of heparin. The physician removed the selective catheter and the sheath over an amplatz .035 guidewire and inserted a 6 fr. Shuttle sheath. The shuttle sheath was placed at the level of the mid to distal common carotid artery on the left and more selective views were taken of the area of interest. At this point, the patient was given 3000u of heparin and the patient's act was checked and was greater than 300 (357). The physician then advanced the angioguard guidewire across the lesion. As the wire was passing the lesion, the patient started to become paralyzed on both the upper and lower extremities on the right side.

Manufacturer narrative:
The physician then removed the angioguard device from the patient. More selective views of the carotid were taken and the procedure was aborted. When the patient was taken from the angiography suite, he was not neurologically intact. The patient was taken for an emergency cat scan (CT) which showed no signs of ischemic infarct. Symptoms were almost completely resolved within approximately eight hours later. The following day another CT scan was performed and showed a small evolving infarct of the left lentiform nucleus. This was diagnosed as a cva (stroke) and was treated with systemic heparin. The patient was discharged in 2006 with the symptoms resolved. The product will not be returned for evaluation and testing. Additional information will be forthcoming within 30 days upon receipt.